Manufacturer narrative:
The distributor replaced the defective bellows housing with new one to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, unit failed with high amount of gas leakage from bellow housing. Mechanical mode ventilation is not available. There was no reported patient involvement.